Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the high impedances was not determined. No actions/interventions were taken, and the high impedances had not been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that prior to the surgery the left lead impedances were found to be elevated. C0=12563, c1=11460, c2=11673, c3=12872, 01=5855, 02=8667, 03=11544, 12=5122, 13=8667, 23=5226. Here were no further complications reported.